Manufacturer narrative:
(B)(4). Date sent: 07/24/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 08/18/2025 d4: batch #333d87 corrected data: h4 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. Additionally, an ech60r applicator was received with no apparent damage, and with the buttress was on the reload deck and on the anvil. All clamp arms were received in the fully disengaged position. The clamp arm assembly was tested for functionality and was found to be conforming. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters echelon 3000 is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 333d87, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/25/2025 d4: batch #unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve procedure, when the instrumentalist charged the 8th staple with reinforcement, the jaws of the stapler were difficult to open despite meticulous cleaning between each stapling with slr (humid compress + bowl of water). They were able to open it for a new stapling. For the 9th firing, the jaws could no longer be opened by the instrumentalist. Changed to a new one to complete the procedure with a delay of five minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2025. Additional information received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? No, the jaws were stuck together on the slr when the slr was installed. For the 8th stapling the nurse manipulated the click and go of the slr and the jaws of the stapler opened. On the other hand for the 9th stapling, the jaws no longer opened and the instrumentalist did not force it. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The first step had been attempted: squeezing the closing trigger while simultaneously depressing the anvil release button. The click and go was still between the jaws and the stapling had not been engaged. It was before the last stapling. Did the jaws eventually open? Yes, after surgery, when retrieving the instrument but it was difficult to open.